Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis which resulted in hospitalization on the same day. The cause of the event was unknown, and the treatment for the event was not reported. On (B)(6) 2011, the patient was discharged. At the time of this report, the patient was recovering. The action taken with dianeal therapies was not reported. The nurse stated that the event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11f20093, and h11h31070. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.